Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation inductor l1 was open on the c/a board, which prevented energy from getting to the converter and high-voltage capacitors. The cause of the open l1 inductor was a defective c10 capacitor on the c/a board .the c10 capacitor was shorted and had broken away from c/a board causing a rattle in the unit. The root cause for the damaged c10 capacitor could not be positively identified. No adverse event resulted from the damaged c10 capacitor. The patient received a replacement monitor.

Event description:
While reviewing a (B)(6) female patient's download files, zoll customer support detected a service code 110. The patient was issued a replacement monitor.